Event description:
It was reported that the patient presented in the emergency room. The patient experienced pain due to the inappropriate shocks. The patient was unsettled and upset. It was noted that the right ventricular (rv) lead was dislodged from the right ventricular into the right atrium. Noise oversensing was observed. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged in the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.